Event description:
The account alleged that the brake casters rotate while in brake mode. No pt impact.

Manufacturer narrative:
The account replace the brake casters and brake steer casters to resolve the issue.